Event description:
The pt reportedly experienced redness, irritation and cellulitis at the implant site. On (B)(6) 2015, a CT scan confirmed the pt does not have an infection. The pt was hospitalized and treated with IV vancomycin 1 gm/day for 3 days. The pt continues to be monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is healed and will resume use of the device when external equipment is obtained. The patient remains implanted. This is the final report.

Manufacturer narrative:
The patient's redness and irritation over the implant site has reportedly healed and the patient has been cleared to resume use of the cochlear implant.